Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to a product performance issue. No other information was provided. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that there was high impedance on this lead due to suspected fracture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.